Event description:
A patient reported diminished battery life. There was no adverse impact to the customer¿s blood glucose level. The patient declined the transfer to customer technical support, and no additional corrective actions were recorded.